Event description:
This is filed to report a chordal rupture. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with severe prolapse and dilation of the anterior leaflet. One mitraclip was successfully implanted. A second clip was advanced in the patient and the physician tried several times to grasp the leaflets with and without lowering the grippers but failed to catch both of them. A chordal rupture with potential damage to posterior leaflet occurred. It was decided to remove the clip and end the procedure. The mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unspecified tissue injury (no treatment) appears to be due to the positioning failure (leaflet grasping ¿ clip not implanted), as multiple grasping attempts likely impacted anatomy. The cause of the reported positioning failure (leaflet grasping ¿ clip not implanted) could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.